Event description:
It was reported that prior to starting a da vinci si surgical procedure the pk dissecting forceps instrument was reporting as having an exposed wire. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of pk wire exposed is confirmed with the following clarification: drive cable is broken. Conductor wires are intact, but the pitch down cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found.